Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and also had multiple pump error. The customer¿s blood glucose level was 98 mg/dl. The customer reported that they had critical pump error and also had pump error. Customer reported that they were able to clear the alarm and displacement test was passed. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.